Event description:
During a prostate resection using the thulep technique and the specific bipolar resection loop, the loop broke inside the patient when the surgeon attempted to retrieve a prostate chip. The surgeon then had to recover the small broken fragment using a single use flexible foreign body forceps.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).